Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg is inoperable. The patient has not used or charged her system in approximately a year. An sjm representative met with the patient and confirmed no communication could be established with external devices. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's scs ipg was explanted and replaced with a different model ipg. Effective stimulation coverage was reportedly restored postoperative.